Event description:
It was previously reported the lead was replaced due to sensing difficulty noted at a routine follow up. However, additional information provided by the hcp indicated this lead was repositioned at that time and remained in use. Approximately two months later, the lead was exhibiting undersensing, inappropriate pacing and intermittent capture. As the physician suspected lead dislodgement, the lead was once again repositioned and remains in use. No patient complications were reported as a result of this event.